Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd insyte¿ autoguard¿ shielded IV catheter(s) had excess plastic around the top of the IV which made it hard to place the t-connector and/or draw labs. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot analysis: DHR review was performed on the lot number 7255972. The lot number was built on afa line 7, from september 19, 2017 thru september 24, 2017 review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for catheter tip integrity by catheter tip ID, catheter tip quality grading and catheter tip penetration were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing could not be performed because units were not received for investigation of this incident. Investigation conclusion: the defect catheter tip integrity; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the complaint.